Manufacturer narrative:
The iol was returned with solution, broken haptic damage, and broken optic into two pieces. The broken haptic was returned stuck in a qualified cartridge. Only a small amount of solution was dried in the cartridge. The broken haptic (gusset to distal area) was located between the nozzle entry area and the tip of the cartridge. The gusset area is nearest the tip. The cartridge shows evidence of being placed into a handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an unspecified handpiece with two qualified viscoelastics. The haptic was broken, stuck in the cartridge. The root cause appears to be a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire was returned. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that when an intraocular lens (iol) was inserted into an eye one of the haptics was broken. An enlarged incision was required to exchange the iol. In a follow up, the surgeon indicated that the patient had unresolved corneal edema. The surgeon does not blame the iol for the event, but the cause is not indicated.